Event description:
Complainant alleged taht during biomedical departments routine testing and preventative maintenance of the device, the device energy output intermittently delivers 20j when 150j is set on the main energy selection switch. The complainant indicated that there was no patient involvement in the reported failure.